Event description:
The biomed reported that the display was dim. There was no patient involvement when the issue occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, the biomed requested the part ID for the white and gray v60 user interface assembly. The remote service engineer (rse) provided the biomed with the part ids for the white and gray v60 user interface assemblies. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer that they may need to replace the user interface (ui) assembly and provided the part identification number. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 05/18/2022, 11/29/2022 and 12/05/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.